Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that it was difficult to interrogate the cardiac monitor and an error message would display. After a software download, normal function resumed.